Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in canada as follows: it was reported on (B)(6) 2022 that the surgeon had 3x tfna procedures where multiple (3x) cannulated step drill bits from the tfna sets were dull and not reaming properly due to wear and tear. In one case the patient did have ¿cement¿ like femoral head bone because of prostate cancer. However all 3x step drill bits require replacement and have not been replaced in years. This occurred intra op but surgery was completed successfully with no patient issues and 5 minutes surgical delay. No fragments were generated. No further information is available. Patient status/ outcome / consequences: no. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 3 for complaint (B)(4).

Event description:
This is report 1 of 1 for (B)(4). This report captures reported one event only. The reported two other events are captured separately under related complaints (B)(4).